Event description:
It was reported that t:slim x2 pump battery would not charge despite using tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer confirmed there was no shutdown or loss of ability to turn pump on, tried leaving wall adapter connected to a working outlet, and pump eventually began charging using original supplies, so no further assistance was required.